Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. There was no check setting alarm or motor sensor test failure alarm noted during testing. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 102 mg/dl. The was also motor sensor test failure alarm found in the history. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.